Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant, there was a lead dislodgement. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.